Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in 2006. On (B)(6) 2018, the patient underwent a brain tumor resection. As of (b)() , the patient began feeling severe pain in their head and the doctor reportedly indicated this was due to excessive drainage of the shunt. It was stated the doctor tried to use pressure regulating equipment to adjust the patient¿s pressure, but there was no change in the pressure level. The patient was currently hospitalized and still experienced severe pain in the head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient underwent anti-infective treatment. Following the treatment, the patient¿s problem had been resolved and they were discharged from the hospital.